Event description:
It was reported that the expiratory valve failed when the ventilator was connected to pt. Manual ventilation of pt required.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.